Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6).. However, transmitter with serial number (B)(6) was returned for evaluation. An exterior physical visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and signal loss over an hour was not found for serial number (B)(6) within the investigation window.  The allegation was undetermined. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over an hour is reportable based on the confirmation of the allegation was undetermined, the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.